Event description:
It was reported the patient's device lasted 4 months and stopped working. The device was replaced. No symptoms or outcome were reported. A follow-up report will be submitted if additional information becomes available.